Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant pco2 result of 67.9 on a patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer states they used a lithium heparin tube as a collection device, but only filled the tubes up to 50% of recommended limit set by manufacturer. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 05/22/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for ec8+ lot h18235a.